Event description:
PICC was being placed and ECG on the sherlock was not working. Tried multiple times to re-attach ECG and flushed multiple times and no ECG tracing noted. Not able to verify where PICC ended up. Chest x-ray done and PICC up internal jugular (ij). Will change over the wire. Called rep from manufacturer and she is aware. She wants us to try the equipment again and see what happens.